Manufacturer narrative:
Sections with additional information as of 29-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated having same high results issues with replacement product. New internal case has been open on replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 315, 339, 261, 320 and 272 mg/dl. The customer¿s expected fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 387 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/31/2020 and open vial date is (B)(6) 2020. Customer does not recall the dates and times when the blood glucose tests were taken from the memory of the meter as the date and time is not set up correctly. The meter memory was reviewed for previous test result history: (B)(6).